Manufacturer narrative:
Date of event: the event date is an approximation. The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
An abbott employee reported on behalf of a consumer false positive results with binaxnow covid-19 ag self-test on (B)(6) 2023. The consumer had 4-5 instances throughout the pandemic where the abbott binaxnow covid-19 antigen self-test has given clear positive results, but she is negative by pcr test. The date of events was unknown. This MFR. Report addresses test one (1) of five (5) tests. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 218678 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 218678 and device part number 195-430wjr/ lot 216812. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 218678 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. Based on the above summary, the investigation is deemed complete. Abbott diagnostics scarborough will continue to monitor and trend for this reported issue as part of our ongoing post market surveillance. H3 other text : device discardedr, single use.

Event description:
An abbott employee reported on behalf of a consumer false positive results with binaxnow covid-19 ag self-test on 01feb2023. The consumer had 4-5 instances throughout the pandemic where the abbott binaxnow covid-19 antigen self-test has given clear positive results, but she is negative by pcr test. The date of events was unknown. This MFR. Report addresses test one (1) of five (5) tests. No additional patient information, including treatment and outcome, was provided.